Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the tip of a 4.0/4.5 tap sheared off during a procedure. The tip was retrieved with a screw removal set. Another tray was opened and the procedure was completed. There was a 5-10 minute delay. There was no impact on patient outcome. The fracture was likely due to a hairline fracture that weakened the metal.